Manufacturer narrative:
The device was evaluated by the MFR and the alleged complaint was verified. The hose was replaced and preventative maintenance was done on the handpiece.

Event description:
It was reported that there was a hole in the hose portion of the handpiece. This was identified prior to use, there was no pt involvement, and no report of adverse consequence as a result of this event.